Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13076). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device longevity decreased due to premature battery discharge. The device was explanted and replaced.